Event description:
It was reported that the arctic sun device screen flashes during use and needs replacement. Per follow up information received via email on 08nov2022, the device was under evaluation at the imi facility. For therapy the second device was used. The date of event occurred was 02nov2022 and patient information was unknown.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not reproduced. No repairs were needed, however the control panel was replaced preventatively. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device screen flashes during use and needs replacement. Per follow up information received via email on (B)(6) 2022, the device was under evaluation at the imi facility. For therapy the second device was used. The date of event occurred was (B)(6) 2022 and patient information was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.